Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2021, product type lead, product ID neu_unknown_lead, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation patient who was using an external neurostimulator (ens) for urge incontinence. It was reported by the basic evaluation patient that they had fallen 3 times, the leads had come out, and that they were in a lot of pain.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the impact that the fall had on the trial system was that the leads were pulled all the way out of their body. The patient was evaluated in the clinic on (B)(6) 2021. In response to an inquiry about when the trial had ended, the hcp responded "unknown', but between (B)(6) 2021 and (B)(6) 2021. They were going to return to surgery on (B)(6) 2021 for reimplant. A new lead was implanted on (B)(6) 2021. Fluoroscopy showed no residual products remained in the body after the lead was pulled. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot# va2c7ax; implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: lead; product ID: 978b128; lot# va2c7ax ; implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). With regard to clarification regarding the 'leads' rep reported that the advanced evaluation had only one lead, but both the lead and perc extension were pulled out completely and discarded.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2c7ax serial# implanted: 2021-(B)(6) explanted: 2021-(B)(6) product type lead product ID 3560022 lot# va2a2z3 serial# implanted: 2021-(B)(6) explanted: 2021(B)(6) product type extension (note explant date for both lead and percutaneous extension are approximate, month and year valid- see b5) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.